Event description:
Customer allegedly received the following results with two different meters: aviva system 1: 88 mg/dl at 1100, 77 mg/dl at 1118, 204 mg/dl at 1120, 97 mg/dl at 1122. Aviva system 2: 93 mg/dl at 1059, 547 mg/dl at 1103, 56 mg/dl at 1116. Readings were all taken on the same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. (B)(4).